Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported by the customer that during a rou-n-y/bariatric procedure, the stapler fired but the staple line was not complete on one side. Another device was used to complete the procedure. There was also no abnormalities in the tissue. There were no adverse consequences for the patient.